Event description:
It was reported that the insulin pump is not working properly during the prime/rewind process. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk.